Event description:
It was reported that the second implant cannot be deployed. T1 was removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.